Event description:
New information indicates the chronic right ventricular (rv) lead also exhibited intermittent capture.

Manufacturer narrative:
The reported events of oversensing noise, lead damage and intermittent capture were confirmed. Final analysis found that the insulation was fractures/crushed at 23.5 cm to 25.0 cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise over-sensing which inhibited pacing. It was noted that the patient was dependent. Programming changes were made and the rv lead was explanted and replaced. Upon visual examination of explanted rv lead, damage was noticed on lead. The patient was stable throughout the procedure.